Event description:
It was reported that an ilet insulin pump displayed a broken screen with repeating white lines, rendering the screen unusable, and the user was unsure how the damage occurred. A mobile reset was attempted without success, and a replacement was issued. No reported symptoms or injury. Outcomes included interruption of normal device use and replacement of the device. Investigation included technical troubleshooting via mobile reset and collection of use information. Investigation of this case revealed a confirmed display malfunction consistent with a screen failure. It was concluded that the device experienced a hardware display failure, and a replacement was provided while the original device is expected to be returned for evaluation.